Event description:
It was reported that post a da vinci gastrostomy procedure, approximately 1.5 days after the patient was discharged from the hospital; the patient developed a pulmonary embolism and subsequently expired. On (B)(6) 2014, the intuitive surgical, inc. (Isi) clinical sales representative (csr) who reported this complaint reported that she was present at the beginning of the planned surgical procedure. According to the csr she was told by the site's robotics coordinator that the patient was very sick prior to undergoing the robotic procedure and that during the surgical procedure, there was no malfunction of the da vinci surgical system, instruments and/or accessories that caused or contributed to the patient's demise. The robotics coordinator also indicated that the patient's demise was unrelated to the da vinci surgical system, instruments and/or accessories. The patient's specific pre-existing conditions were not provided to the csr. No other information was provided.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of the post-surgical complications and subsequent demise of the patient. On (B)(4) 2014, isi contacted the site's risk manager to verify additional information regarding the reported event. According to the risk manager, the site is unable to provide any additional information regarding the reported event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci gastrostomy procedure and subsequently expired. However, based on the information provided, the patient's demise was unrelated to the da vinci surgical system, instruments and/or accessories. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient.